Event description:
It was reported that the customer was unable to hear the beeping of the insulin pump because the sound was extremely low. Assisted customer with changing the alert type to vibrate from beep. Assisted in performing the self test. The customer's insulin pump did past the test. Advised to monitor the insulin pump. The customer's blood glucose was 543 mg/dl. The customer stated the high blood glucose levels were not due to the insulin pump. The customer treated himself with manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.